Event description:
The user facility reported that during a patient procedure a "switching error" was displayed on their camera input which was connected to their hexavue ip custom room rack. The patient procedure was completed following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician rebooted the avc-x component which resolved the "switching error". The technician tested the function and operation of the hexavue ip custom room rack, confirmed it to be operating to specification and returned the device to service. No additional issues have been reported.